Event description:
A nurse at the user facility reports that the intraocular lens became stuck in the cartridge of the delivery system and the lens haptic was torn. Enlargement of the incision was required to accomodate removal of the lens. Additional information has been requested.